Event description:
The complaint stated that if you used the crutches for more than 50 feet, blood blisters would form on the outside of the thumb and index fingers. The complainant alleges that the crutches are poorly manufactured. The corner in which the complainant's hands were rubbing against was a sharp surface which resulted in injury to his hands.